Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sluggish. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). The customer reported feeling a little sluggish; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced test result of 89 mg/dl using true metrix meter (fasting/non-fasting status was not provided). Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2027 and per the customer the open vial date is one week.